Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) requested for a company representative (rep) to come to the hospital to check the pump as they thought there may be a "pump malfunction." The hcp stated that the patient was experiencing pain symptoms that were not being relieved and thought it was uncomfortable. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.